Event description:
During a scheduled t10 to ilium surgery, the surgeon revised up to t2 and at the final tightening, the surgeon was tightening the ti nut at t10. The ti collar with groves of the screw broke. Surgeon retrieved the broken collar and nut. The surgeon selected another collar and nut and completed the procedure. There was no extra time and no effect to the pt. This is 1 of 2 events for this report.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Because of the returned condition of the component, only a calculated dimension for wall thickness was inspected and it is within tolerance, no other features could be dimensional inspected. Since not all relevant dimensions could be measured, the complaint is indeterminate. It is reported that a DHR was done on the part number 498.011 and no issues that would have resulted in this complaint were found. Additional product code is mni.